Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error code occurred during aspiration. The target treatment location was in the left iliac vein. An angiojet® solent¿ proxi catheter was primed and advanced to the treatment site. The device was able to run for about a minute and then a check saline supply error occurred. The device was removed from the patient and the physician tried to use two other angiojet catheters but these devices were unable to complete the priming process outside of the patient. The physician completed the procedure with balloon angioplasty. No patient complications were reported and the patient was fine.